Event description:
It was reported that the insertable cardiac monitor (icm) device was explanted. Boston scientific received a letter from the patient. The patient provided within weeks of implant the icm device began to migrate. The icm device then forcibly pushed its way out of the chest of the patient. Additional information from the boston scientific representative provided the icm device was subsequently explanted by the physician. The explanted device was given to the patient and is not expected to be returned. No additional adverse patient effects were reported.